Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact on the customer's blood glucose level. The caller was assisted by technical support in resetting the pump, and it was confirmed that the malfunction code did not recur after the reset. The customer was informed to continue using the pump and to call back if any malfunction code recurs, which was acknowledged and understood by the caller.